Event description:
A malfunction was reported with the code malf 9. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction occurs again.